Event description:
The manufacturer received information alleging a user of a device suffered chronic sinus issues for the last couple of years. The last 3 months they have progressively worse. He keeps getting sinus infections. He reported that they have gotten much better since he stopped using the device. The patient reported using an ozone-based disinfection device. There was no allegation of the visualization of particles. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a user of a device suffered chronic sinus issues for the last couple of years. The last 3 months they have progressively worse. He keeps getting sinus infections. He reported that they have gotten much better since he stopped using the device. The patient reported using an ozone-based disinfection device. There was no allegation of the visualization of particles. Despite the three attempts for additional information and to have the device returned for evaluation were unsuccessful. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.